Event description:
It was reported that the patient was leaving the office when significant bleeding started at the insertable cardiac monitor (icm) implant site. Dressing was removed, pressure was applied, a suture, and derma bond glue applied to wound site once bleeding was controlled. The patient is currently on oral anticoagulants (oacs). The insertable cardiac monitor (icm) remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was leaving the office when significant bleeding started at the insertable cardiac monitor (icm) implant site. Dressing was removed, pressure was applied, a suture, and derma bond glue applied to wound site once bleeding was controlled. The patient is currently on oral anticoagulants (oacs). The insertable cardiac monitor (icm) remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Impact code updated to f11:minor injury.